Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. It was also received with missing end cap sticker. No button error alarms occurred and no unexpected battery out limit alarms noted. No trace of moisture damage found on the electronic/motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer changed the battery and received a battery out limit alarm that could not be cleared. The customer explained that the device was exposed to moisture while being at the gym. Blood glucose value was 10.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.